Event description:
Pt woke up in the morning 3 years after breast augmentation with implants, to find the right breast much smaller, obviously a deflated implant. She recalls no trauma to her breasts.